Event description:
Ventriculo peritoneal shunt placed on 10/3/95 for hydrocephalus due to acqueductal stenosis. Revision of the shunt, cephalic end, was first performed on 3/25/96 due to persistent dilation of lateral and third ventricles causing headache and blurred vision confirmed by CT of head. A second revision of the shunt, cephalic end, was performed on 9/14/96 due to inefficient flow through the valve, confirmed by shunt tap. Again, the pt complained of headache and blurred vision.

Manufacturer narrative:
The product was not returned to co. Since the product was not returned co was unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the product were reviewed and no anomalies were noted.